Event description:
The connection (tubing near orange hook up) to the machine pops off when the hand held device is being used causing leakage to occur. Machine setting was 4. There was no harm to the patient.